Event description:
It was reported that a retrospective review was conducted of 32 patients treated with bkp for 76 vertebral compression fractures (34 thoracic and 42 lumbar) related to multiple myeloma with an average genant grade improvement from 1.9 preoperative to 1.53 postoperative. Subjects consisted of 18 males (56.2%) and 14 females (43.8%), with a mean average of 64.3 years (range 44-89 years). Following the creation of a cavity in the vertebral body, 3 ml of polymethylmethacrylate (pmma) cement mixed with barium was injected into the vertebral body under fluoroscopic visualization. With any sign of extravasation, infiltration of cement was immediately ceased, according to the report. The cement was allowed to harden and then the cannula removed. No patients undergoing unilateral bkp experienced cement extravasation. Postoperative neurologic status was unchanged for all patients reviewed in this study. It was reported that three (3) patients demonstrated cement extravasation within the prevertebral and lumbar veins. It could not be determined by radiographs, if cement originated from multiple or single levels for 2 patients in this group. According to the report, this operative complication consisted of minimal cement extravasation without resulting clinical sequelae. No patient complications were reported. Incidence of cement extravasation was determined by evaluating postoperative x-rays.

Manufacturer narrative:
Literature article citation: abhishek julka, md, et al., "functional outcomes and height restoration for patients with multiple myeloma-related osteolytic vertebral compression fractures treated with kyphoplasty." Bsd journal of spine disorders techniques publish ahead of print; (10.1097/bsd.0b013e318260a076). Age - 64.3 years (range 44-89 years) is the mean age of all patients in the study. Eighteen male (56.2%) and fourteen female (43.8%) subjects. (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. The manufacturer of the pmma cement was not provided in the literature. Although it is unknown if a medtronic device contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).